Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Patient tested 5.3 inr on the coaguchek xs plus system while a comparison lab returned as 2.3 inr. The patient's coumadin dose was held based on the reported results. No adverse event reported. Requested return of suspect system and replacement was sent.